Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Review of the x-ray images confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address gross instability due to malalignment of components. In order to properly align the knee, components needed to be removed/replaced. Patient has decreased range of motion. Doi: (B)(6) 2018; dor: (B)(6) 2018 left knee.